Manufacturer narrative:
Unit received with blank display due to internal battery not properly plugged in to pcb1 board. Unit passed operating currents, self test and displacement test after the internal battery was properly plugged in. No failed battery test noted. Unit received with scratched case, pillowing keypad overlay and faded serial number label. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had battery failed alarm. Customer stated that they used three pack of energizer battery but still not able to clear the battery failed alarm. Customer also mentioned that the contacts on battery compartment and spring were neither damaged nor corroded. No harm was required during medical intervention. The insulin pump will be returned for analysis.